Event description:
Caller reported compact plus system blood glucose results of 221 mg/dl, 87 mg/dl, and 140 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer advised she used up the strips and there are no strips to return. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results of 221 mg/dl, 87 mg/dl, and 140 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.